Manufacturer narrative:
Imdrf device code a051104 captures the reportable event of stone inside the basket when it did not open.

Event description:
It was reported that a mini-gemini basket was used during a laser lithotripsy procedure. During the procedure, the physician inserted the basket and grabbed the stone; however, when they tried to retract and open the basket it would not open. The procedure was completed with a non bsc device and there were no patient complications reported as a result of this event.